Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the eyelet broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-2324bcc. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2324bcc swivelock®, batch 15332451, was received for investigation. Visual evaluation under magnification identified surface damage to the anchor. The eyelet was not returned for evaluation. Functional testing could not be performed due to the extent of the device damage. The observed damage to the anchor is most consistent with use-related factors, including misaligned insertion and prying or excessive forceful leverage of the device during use. As the eyelet was not available for evaluation, the complaint allegation cannot be confirmed. Refer to the investigation photographs for supporting evidence.